Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: 2022-79774.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with unexpected outcome, blurry vision and induced astigmatism. Surgeon blames system for providing incorrect measurements. Intra ocular lens were implanted.